Event description:
Boston scientific crm received information that this patient exhibited atrial loss of capture. The patient had been experiencing ventricular tachycardia and was externally shocked as a result. At this time, the lead remains in service and the patient will ultimately be upgraded to a bi ventricular device. To date, there have been no additional adverse patient effects reported. It was not made clear if this is the atrial or the ventricular lead. (B) (4)

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.